Event description:
Patient admitted to ambulatory surgery center to undergo an arthroscopy and acl reconstruction. A bair hugger temperature management device was used on the patient with an upper body blanket. Protocol followed. At the end of the procedure, the patient had visible burns on his arms from the blanket. There was no alarm indicating the unit overheated. The unit was tagged and taken out of use. The disposable blanket and package were saved. The manufacturer was notified of this event. The blanket is being sent to the manufacturer. The incident was reported to the (B)(6) as well. The patient was treated with silvadene cream and instructed to call physician if the blisters opened. No further treatment at this time.